Manufacturer narrative:
The reported malfunction was observed during review of the activity logs related to patient coupling. However, the reported problem could not be duplicated with the device. Review of the activity logs did show occurrences of the reported problem. However, it may not indicate a device malfunction. The electrode pads and multi-function cable were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.